Manufacturer narrative:
It was reported that during a cup installation, a problem was encountered when removing one of the plugs. The complained device has been returned for investigation. The reported failure mode could be confirmed upon visual inspection. The left plug is stuck with the polarcup. The hexagon head of the plug is observed to be heavily damaged, indicating that high torque has been applied. As the plug could not be removed, it is not possible to clarify whether the plug got cold-welded. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported failure mode. A review of the complaint history revealed no other complaint for the batch in scope nor for a similar issue for the device. A review of the complaint history for the whole device family revealed 11 complaints being reported for issues related to removal of the plug since 2015. However, the occurrence of this issue is still low, based on current sales data. The executed investigation steps give no indication that the device failed to match specification at the time of manufacturing. It is not possible to determine the root cause for the reported jamming conclusively. The root cause stays therefore undetermined after investigation. The need for corrective action is not indicated. Smith + nephew will continue to monitor this device for similar issues. The returned device will be retained.

Event description:
It was reported that during a cup installation, a problem was encountered when removing one of the plugs that cover the holes for the anchor studs. The cover could not be removed and the acetabulum was not placed. A competitor device was used to complete the procedure and no delay was reported.